Event description:
It was reported that the patient had a sepsis infection that required the removal of the implantable cardioverter defibrillator (ICD) system. The source of the infection is not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis. (B)(4).